Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing separated from the adapter during use. The following information was provided by the initial reporter: "there was a note in the bag with one that had separated from the tubing at one of the connections. It was a separate issue with that device."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing separated from the adapter during use. The following information was provided by the initial reporter: "there was a note in the bag with one that had separated from the tubing at one of the connections. It was a separate issue with that device."